Manufacturer narrative:
Evaluation prior to the decontamination process found that the balloon inflated and deflated, and there was no occlusion found. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without a syringe attached. The balloon failed to deflate with syringe attached. Per instructions for use (IFU), "passively deflate the balloon by removing the syringe from the gate valve". All through lumens were tested for patency and leakage and all through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or the returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10 x magnification. The complaint could not be confirmed during analysis; the catheter performed appropriately during analysis. Potential contributing factors cannot be determined at this time. There was no evidence of a manufacturing defect; no actions will be taken at this time. A device history record review was completed and it was confirmed that the device met specifications upon distribution.

Event description:
It was reported that the balloon would not deflate on its own. No other information was known. There was no patient injury reported.